Manufacturer narrative:
This report is being filed to provide in corrected information ing.5.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide investigation: the device history records (DHR) were reviewed for this lot. There were noevents noted in the DHR that would have contributed to the elevated wbc count experiencedby the customer.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide updated information in investigation: the run data file (rdf) was analyzed for this event. A conclusive root cause forthe higher than expected wbc content in the platelet product reported for these procedurescannot be confirmed through run data file analysis. While the trima accel system is typically robustagainst flow adjustments, it cannot be ruled out that the changes in inlet flow rate, and thereforecentrifuge speed and lrs chamber flow rate disrupted the steady state of the system andcontributed to the higher than expected wbc content reported for this procedure. Alerts thatcould contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿or ¿rbc spillover¿, were not generated in this procedure. As the rbc detector cannot count thecells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbcdetector signals must see a significant change in the reflectance values. In this case, rbcdetector reflectance signals did not indicate that wbcs were escaping the lrs chamber.therefore, the run data file reported that the platelet product could be labeled as leukoreduced.it is also possible, though not conclusive, that this leukoreduction failure may be donor related. Apotential reason for this donor related leukoreduction failure may be, but is not limited to, a highwbc count.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
The report is provide additional information root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.a conclusive root cause for the higher than expected wbc content in the platelet productreported for these procedures cannot be confirmed through run data file analysis. While the trimaaccel system is typically robust against flow adjustments, it cannot be ruled out that the changesin inlet flow rate, and therefore centrifuge speed and lrs chamber flow rate disrupted the steadystate of the system and contributed to the higher than expected wbc content reported for thisprocedure. Alerts that could contribute to wbc contamination of the platelet product, such as¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this procedure. As the rbcdetector cannot count the cells passing by, in order to generate a ¿potential wbc contaminationdetected¿ message, the rbc detector signals must see a significant change in the reflectancevalues. In this case, rbc detector reflectance signals did not indicate that wbcs were escapingthe lrs chamber. Therefore, the run data file reported that the platelet product could be labeledas leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may bedonor related. A potential reason for this donor related leukoreduction failure may be, but is notlimited to, a high wbc count.it is also possible that the laboratory instrument used to enumerate the residual wbcs exceedsthe manufacturer's specifications for detecting measureable wbc counts, thus generatingerroneously high residual wbc counts.

Event description:
Total number of white cells per unit cannot be determined as product volume for the unit inquestion is unknown.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available at this time.